Manufacturer narrative:
Product ID: 3888, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis of the returned lead found that the distal end was stretched; there was no significant anomaly. Analysis of the returned anchor found no anomaly.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that since the lead broke during the procedure, &#50177;in relief wasn&#38176;an issue.&#55316;he patient was &#49605;tting excellent pain relief&#55297;t the time of report and was &#50625;lking 3km per day without pain&#55319;hich was notably &#50063;t previously possible.&#54090;

Event description:
It was reported that the patient had less than 50% therapy relief at the lead location. A lead revision was performed. When the anchor removal tool was being used to remove this anchor, so that the lead could be revised, instead of cutting off cleanly with correct use by the surgeon the anchor just slid up along the lead quite easily which implied, it had no compression hold. The cause of the anchor issue was not determined. It was also reported that the lead broke under duress when being revised. The lead was difficult to pull out of the tissue and broke under the strain. The damage was detected when removing the lead. The lead was replaced and a different anchor was used. No diagnostic testing or troubleshooting was performed. It was noted that the patient was alive with no injury at the time of the report. No further outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.